Manufacturer narrative:
(B)(4). The ge service rep repaired the cable and p1 plug on the generator driver board. The system operates as intended.

Event description:
The customer reported that the system displayed an unstable generator operation when writing. No patient injury was reported.